Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing on the atrial channel. Boston scientific technical services (ts) was consulted and discussed reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.